Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms and then motor error alarms. Troubleshooting for the motor error alarms found the insulin pump was able to complete the rewind sequence. The customer also reported the no delivery alarms were resolved by a complete set change. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.